Event description:
It was reported that a cardiac perforation and cardiac tamponade occurred. During pulse field ablation (pfa) procedure, a versacross access solution and faradrive steerable sheath were selected for use. Transeptal was performed too posterior and sheath ended up in pericardium, a perforation was confirmed. No ablation was performed. A pericardiocentesis, thoracotomy, surgical repair was performed. Patient was admitted to hospital beyond the standard of care and expected to fully recover.